Manufacturer narrative:
The nurse reported that the display screens on the central nurse's station (cns) were blank. Technical support had her check the cns tower and they found that it was not powered on. Powering it back on resolved the issue, but it was not known how it had powered down. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the display screens on the central nurse's station (cns) were blank. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the display screens on the central nurse's station (cns) were blank. Technical support had her check the cns tower and they found that it was not powered on. Powering it back on resolved the issue, but it was not known how it had powered down. No patient harm was reported. Investigation summary: the complaint was forwarded to nkc under irc-602. However, the investigation could not be completed due to limited information from the customer. Multiple requests were sent to the customer for additional information, but they only replied to request that the ticket be closed. As such, a root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the display screens on the central nurse's station (cns) were blank. No patient harm was reported.